Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 -initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and bunched. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.